Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the target lesion was mid rca with mild tortuosity, mild calcification and 90% stenosis. After pre-dilatation of the lesion with another company's balloon catheter, another company's 3.5 x 23 mm stent was implanted. Then, as the stent was not fully dilated, the 3.5 x 15 mm nc voyager balloon catheter was inflated for post-dilatation; however, the balloon ruptured during first inflation, at approx 8 atm. Thus, the stent was further dilated with another company's balloon catheter. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Balloon ruptures can be affected by numerous factors. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. Reportedly, the target lesion was mildly tortuous, mildly calcified and 90% stenosed which may have contributed to the reported balloon rupture. In this case, it is possible that the balloon material was damaged during interaction with other devices, lesion calcification and/or stent struts, such that the balloon ruptured during the first inflation at 8atm, as no damage was noted during preparation for use. However, a conclusive cause for the reported balloon rupture cannot be determined.